Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was currently hospitalized. Caller reported that the insulin pump had a motor error alarm. The call was disconnected before additional details could be provided. The device will not be returned for analysis.